Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 1 year and 8 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the hemoglobin and hematocrit (h/h) acute dropped from 10.3 g/dl and 32.7% to 8.8 g/dl and 27.4% on (B)(6) 2018. H/h continued to trend down. The patient denied hematuria. A large dark bowel movement (bm) was observed on (B)(6) 2018 and occult came back positive. Gastrointestinal (gi) was consulted on (B)(6) 2018. The patient¿s medication was changed to intravenous proton pump inhibitor (ppi). The patient was transfused with 7 total units packed red blood cells (prbcs). Enteroscopy was performed on (B)(6) 2018 which identified no source of recent mild anemia and specifically no evidence of small power or gastric arteriovenous malformations (avms). On (B)(6) 2018, the patient¿s inr was 1.3 but rose to 4.4 on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.